Event description:
The account alleged the brake casters on the head end of the bed would swivel while in brake mode. No patient impact.

Manufacturer narrative:
The account replaced the head end brake casters to resolve the issue.